Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument bottom, packaged vial broke accidently while training was on-going, and blood got spilled over the rack. The following information was provided by the initial reporter vial broke accidently while training was on-going, and blood got spilled over the rack.

Manufacturer narrative:
Investigation summary customer contacted bd support to help them with disinfection of their bactec fx bottom 441386 sn (B)(6) due to a broken bottle. Bd field service engineer went onsite and disinfected the instrument. This is an unconfirmed complaint of a bd instrument. Device history review is not required because the part that allegedly failed is not tested as part of the manufacturing process but is shipped separately and tested during installation. Service review showed no prior failures related to broken bottles. Quality did not receive samples for this complaint and therefore returned sample analysis could not occur. If samples are received at a later date, the complaint may be reopened. The root cause is due to a broken bottle. Review of risk management files confirms there are no new or modified risks associated with this failure mode. Complaints for instrument/mechanical are under statistical control for the month of september 2022. The upper control limit was not breached, and no trends have been identified. Review of risk management documentation indicates the potential risk of the reported failure mode was assessed as severity s1 if no pathogen exposure via document baltrmbactecinstraph rev 15, row ID 13.14.

Event description:
It was reported that while using bd bactec¿ fx, instrument bottom, packaged vial broke accidently while training was on-going, and blood got spilled over the rack. The following information was provided by the initial reporter vial broke accidently while training was on-going, and blood got spilled over the rack.